Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser beam was not orthogonal to the fiber resulting in burns to the distal part of the fiber. There was risk of bladder damage from distal laser fiber, therefore, it was replaced to complete the case. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a distal circumferential fracture at the glass cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild detritus adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The fiber was tested using the forward firing test fixture, the calculated rate of forward firing was below the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including distal circumferential fracture at the glass cap. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser beam was not orthogonal to the fiber resulting in burns to the distal part of the fiber. There was risk of bladder damage from distal laser fiber, therefore, it was replaced to complete the case. No patient complications were reported.